Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The reported complaint could not be duplicated. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.